Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI): (B)(4). The field service engineer (fse) cleaned the dust from around various parts of the instrument. Afterwards, qc was acceptable. The customer has had no further issues.

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for either elecsys hcg + b (hcg + b) or probnp on a cobas e 411 immunoassay analyzer. On (B)(6) 2021 patient 1 initial hcg + b result was 0.100 miu/ml with a data flag. This result was reported outside of the laboratory where the doctor questioned it as it did not correspond to the patient¿s clinical diagnosis. The hcg result by "gict" was "positive." The actual result was not provided. The sample was repeated with an hcg + b result of 901.9 miu/ml with a data flag. The sample was repeated again using 1:50 dilution and the result was 836.0 miu/ml. On (B)(6) 2021 patient 2 initial probnp result was 10.00 pg/ml. The repeat result was 35000 pg/ml. It is not known if questionable results were reported outside of the laboratory for patient 2. The hcg + b reagent lot number was 454060. The expiration date was not provided. The probnp reagent lot number and expiration date were not provided.

Manufacturer narrative:
The customer last replaced pinch valve tubing on (B)(6) 2020. The event occurred on (B)(6) 2021. Product labeling states pinch valve tubing should be replaced after 1 month or 2 months depending on the customer's settings. The customer cleans the sample/reagent probe and sipper probe as needed. Product labeling states the sipper/reagent probe should be cleaned daily and the sipper probe should be cleaned weekly. The customer uses 13 mm sample tubes with no rack adapter. Product labeling states "always use roche rack cup adapters with 13 mm tubes." Due to multiple actions performed by service, the specific cause of the event could not be determined. Additionally, the customer is not following maintenance procedures and not using rack adapters for 13 mm sample tubes. The investigation determined the event is consistent with maintenance/handling issues at the customer site.